Manufacturer narrative:
The pump was returned to animas for evaluation. The ok keypad button press did not activate desired pump function during testing. Multiple button presses were required before the button will engage. During investigation, the up-arrow, down-arrow and ok key contacts were observed to be misaligned. The buttons do not have normal spring back or click. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the ok button is not responding appropriately. It was reported that there is no visible damage to the keypad and the pump is not exposed to moisture.